Manufacturer narrative:
Reference: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic right hemicolectomy. Upon the third fire, the device was checked on the jaws' function before inserting into the cavity. The jaws closed normally, however, the jaws did not open. They tried whatever they could to open the jaws. Nothing improved. Sulu was released from the adapter with jaws remaining closed. New reload was opened and the device worked fine. Operating time not extended.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one reload. Visual examination of the staple cartridge noted that the reload was pre-fired and engaged in interlock. The reload was loaded into a pmv representative instrument for functional testing. The reload loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. The interlock was overridden and the reload was then applied to test media. All remaining staples were placed and the test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. During investigation, a secondary condition of incomplete firing sequence was found. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.